Manufacturer narrative:
9615332-2018-00139 is associated with argus case (B)(4) biotene dry mouth gentle oral rinse mild mint solution.

Event description:
She is addicted to it [addiction]. Case description: this case was reported by a consumer and described the occurrence of addiction in a (B)(6) female patient who received glycerin (biotene dry mouth gentle oral rinse mild mint solution) mouth wash (batch number unk, expiry date unknown) for dry mouth. Co-suspect products included glycerin (biotene oral balance gel (aroma)) gel (batch number unk, expiry date unknown) for dry mouth. Concurrent medical conditions included sjogren's syndrome. On an unknown date, the patient started biotene dry mouth gentle oral rinse mild mint solution and biotene oral balance gel (aroma). On an unknown date, an unknown time after starting biotene dry mouth gentle oral rinse mild mint solution and biotene oral balance gel (aroma), the patient experienced addiction (serious criteria gsk medically significant). Biotene dry mouth gentle oral rinse mild mint solution was continued with no change. Biotene oral balance gel (aroma) was continued with no change. On an unknown date, the outcome of the addiction was not recovered/not resolved. The reporter considered the addiction to be related to biotene dry mouth gentle oral rinse mild mint solution and biotene oral balance gel (aroma). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received on (B)(6) 2018. Consumer called about biotene dry mouth gentle oral rinse mild mint solution and biotene oral balance gel (aroma). The patient's daughter reported that, my mother has sjogren's syndrome and uses biotene for the dry mouth. She is addicted to it. Do you make biotene gum or suckers? She is addicted to the gel and the oral rinse.